Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 22gx1.00in straight bc had foreign matter. It was reported by customer that safety did not deploy correctly. Verbatim: safety did not deploy correctly. Customer response received on (B)(6)2025. We did not have any negative outcome however the potential for one of the nurses to get a needle stick because the needle did not retract is still significant. This occurred multiple times with the 22g and 20g. I sent (B)(6) the picture last week. Customer response received on (B)(6) 2025. Could you please confirm if there are any samples available for 20g and 22g cathena? If so, kindly send the samples using the new shipping label. The issue is that you don't know that there is a piece of plastic on the needle until you open it.